Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the skyline plate cam lock was not engaging correctly at c3 on the left. Upon inspection, the rep noticed that it was possible, given the angle in relation to the plate, the cam lock may not be engaging correctly with the head of screw. Rep recommended to surgeon to return the cam to its neutral position and back out the screw by 2mm or replace the screw with one that was 2mm longer. Both solutions goal was to the have to screw head at an adequate height to successfully engage with the cam lock mechanism. Surgeon decided to back the original screw out by 2mm. He then tried to re-engage the locking mechanism. The cam lock spun beyond it¿s locking zone, was ¿loose¿ and now was at a pronounced height compared being flush with the plate. The conclusion was drawn that the cam lock mechanism was broken. At this point, the surgeon decided to delicately return the cam to neutral and tactically confirm screw purchase at c3 on the left (the broken cam in question). He stated that the risk of removing the entire constructs screws, replacing the plate and re-screwing with oversized rescue screws could potentially create bigger issues than leaving the construct the way it was with the current broken locking mechanism. Surgeon mentioned he planned on backing up the patient the following week, which was a procedure he already planned on performing prior to the malfunction. This would potential alleviate the load on the c3/left screw. Levels: c3-c7. Initial plan: c3-c7. Final: c3-c7.